Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump returned multiple no delivery alarms over several weeks leading up to the call. Caller reported that the most recent no delivery alarm occurred during bolus. Blood glucose level was 216 mg/dl at the time of the call. No further information was reported.